Manufacturer narrative:
Investigation of the returned pod found no damages or deficiencies that would result in communication issues between the pod and the cgm (continuous glucose monitor). The download data showed that no timeouts or drive stalls occurred, and no hazard alarms were generated. The exact cause of the reported pod & cgm communication errors could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was observed to be bent. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin condition irritation could not be determined. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: ap3a.240905.015.a2.s926usqu4byd9, smartphone hardware: sm-s926u, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The device was originally reported for a pod and sensor communication error and irritation at the infusion site. As treatment, the patient administered manual injections of insulin.